Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Initial reporter address 1: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Prior to the spaceoar placement, gold anchor markers were placed. According to the complainant, on (B)(6) 2020, magnetic resonance imaging (MRI) was performed for fractions of intensity modulated radiation therapy (imrt). The result showed that spaceoar flowed into the left side of the rectum. Reportedly, the patient had difficulty on defecation, the radiation therapy was postponed and the patient will undergo follow-up observation for 6 months. The patient will received radiation therapy after spaceoar disappeared. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.